Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reporting that over the weekend and last week, they noticed 'error messages'. Pt added that the recharger cord was getting hot yesterday when trying to charge the implantable neurostimulator (ins) and it 'would not let me do anything'.- no pt harm was reported. Pt will monitor issue with replacement and call back if issue persists. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
The recharger with model number 97755-s and serial number (B)(6) was received for product analysis. Analysis found the cable insulation is peeling away, and wires are exposed. Scrapped due to failing bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.